Event description:
A surgeon reports that following intraocular (iol) implant surgery, a central scratch was noted on the lenses of two patients. The surgeon was not able to see the scratches until the lenses had unfolded in the eyes of the patients. The surgeon does not know whether or not this will affect their visual outcome. Additional information has been requested. This report is for the second patient.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provided a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 08/11/2008, 08/18/2008 and 09/02/2008 by phone, fax and mail. A completed questionaire has not been returned.